Event description:
(B)(4). Essure was implanted after I had my son around 2004-2005. I later experienced hair loss, joint pain, more pelvic pain, fatigue, upset stomach, problems with my short term memory. Then heavy pain, clotting periods. I later found out I had fibroids then cysts which led to an ablation and partial hysterectomy.